Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2010-05507. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The anatomical location of the de novo target lesion is unknown. A 20mm x 3.00mm apex monorail balloon catheter was advanced for pre dilation, and ruptured during the procedure. To what atms and the number of inflations is unknown. The balloon catheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.